Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It is reported that the pt received a durom acetabular component on an unk date. The pt is currently being monitored due to unk reason. No other information was received.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this. (B)(4).